Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose (bg) level was 420 mg/dl. The customer addressed their bg with a manual injection and correction bolus. Reportedly, the customer reverted to an alternate method of insulin therapy.